Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(4) 2012 regarding a polyform product from a patient's legal representative. The complaint states that a patient that as a result of the polyform implant, the patient now suffers from vaginal pain, mesh erosion, continued incontinence, rectal pain dyspareunia and dysuria. The date of implantation of the mesh was on the (B)(6) 2007. The patient is identified as (B)(6); patient is female; her age, weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6)health system. The physician's name is dr (B)(6). The polyform product part number and lot number are unknown. No other information regarding the product or the patient is available at this time.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as erosion, pain and incontinence are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).